Event description:
It was reported the patient underwent a lead revision due to positional changes in stimulation (refer to manufacturer report #3004209178-2008-08096 for more details). The patient had a percutaneous lead; the physician decided to try a surgical lead. The patient had extensive scar tissue due to the scarring from the existing percutaneous lead as well as prior surgeries. The physician had difficulty positioning the lead midline due to the scar tissue but ultimately obtained good positioning. Post-operatively, the patient had small amount of function in the left arm and no function in the right arm and legs. A CT scan did not reflect any sign of hematoma. The lead was explanted. The physician performed a laminectomy of c3-c6 or c7, which visually did not show any sign of bruising or hematoma. There was no dura leakage present. At time of the report, the patient had mild/partial function of the left and right arm. The patient was unable to squeeze anything. The patient experienced a loss of motor function in the legs. The patient was in ICU at the time of the report. The root cause of the loss of motor control was unknown. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.